Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery. The 6.0x60m armada 35 balloon dilatation catheter (bdc) was advanced without issue to the target lesion. During inflation to 6 atmospheres, the balloon began to leak. The same bdc was continued to be used to complete the procedure. The bdc was removed without issue. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.